Event description:
It was reported that while using the ilet, the user experienced hyperglycemia up to 400 mg/dl for approximately 2¿3 hours, associated with running out of insulin and then performing a full supply change, followed by hypoglycemia to 40 mg/dl for about 2 hours after insulin delivery was resumed; the device issued high and low alerts, and the user treated the low with oral glucose. Symptoms included sweating and confusion during the low and dry mouth and sleepy during the high. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint intake review, user interview, and troubleshooting and education offered. Investigation of this case revealed cause unclear with no confirmed device malfunction and use of oral glucose to resolve hypoglycemia. It was concluded that the events were user-reported hyperglycemia and hypoglycemia with cause unclear, and the device functioned as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.